Manufacturer narrative:
As reported in a research article, a patient experienced pericardial effusion, angina, dyspnea, pleural effusion, and fatigue following a portico implant. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported pericardial effusion, angina, dyspnea, pleural effusion, and fatigue could not be conclusively determined. It is possible that the implant procedure or patient conditions contributed to the event, however, this could not be confirmed. The reported unexpected medical intervention was due to case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "post-cardiac injury syndrome following transcatheter aortic valve implantation: a brief report and review".

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "post-cardiac injury syndrome following transcatheter aortic valve implantation: a brief report and review" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "post-cardiac injury syndrome following transcatheter aortic valve implantation: a brief report and review", was reviewed. The article presented a case study of a 78-year-old female patient with a history of hypertension, diabetes mellitus and percutaneous coronary intervention to the left anterior descending artery. It was reported that on an unknown date, a 27mm portico valve was implanted. It was then reported two weeks post-procedure, the patient presented to the emergency department with complaints of pleuritic chest pain, fatigue, dyspnea at rest, and dry cough during the last few days. Chest x-ray showed minimal bilateral pleural effusion. A transthoracic echocardiography (tte) demonstrated normal function of the portico valve. It was also noted there was a small pericardial effusion around the right ventricle and the lateral wall of the left ventricle (lv) without signs of tamponade. Serum biomarkers of myocardial injury were elevated, and troponin I was measured at 0.056 ng/ml. The patient was diagnosed with post-cardiac injury syndrome (pcis). A decision was made to initiate 600mg ibuprofen every 8 hours and 0.5mg colchicine twice daily. During follow-up, the patient symptoms did not improve and subsequent tte performed two weeks post-treatment revealed increased pericardial effusion around the left and right ventricles. The patient's medical treatment was adjusted to stop ibuprofen and begin prednisone along with continued use of colchicine. The patient reported rapid clinical improvement and decrease in pericardial effusion. The patient's medical treatment was continually adjusted until at 8 weeks after pcis diagnosis, the patient had no fatigue, no dyspnea and no chest pain, and a repeated tte demonstrated no pericardial effusion. [The primary and corresponding author was yalcin velibey, siyami ersek hospital, tibbiye str. No:25, uskudar / istanbul,türkiye, with corresponding email: dr_yalchin_dr@yahoo.com.tr]